Event description:
Analysis of the returned device revealed that the main coil was broken. There were no clinical consequence to the patient.

Event description:
Analysis of the returned device revealed that the main coil was broken. There were no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the main coil was shorter than its indicated size and due to sharp edges it appeared to have been cut. The form tip ball was not present on the main coil. There is no indication that this is manufacturing related issue and it appears to have occurred during the handling of the device. Therefore, the most probable cause for the reported issue is human factors.